Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported, at the end of a vitrectomy procedure, the probe's tip burst and several metallic fragments broke away from the probe. The surgeon used microforceps to remove the fragments during the initial procedure. Additional info was received from the surgeon reporting that the tip of the probe did not completely break, but remained attached by a small fragment. The surgeon was not able to remove the probe through the trocar so it was removed with microforceps. The metallic fragment did not come into contact with the retina. The procedure was then switched from a 23 gauge to a 20 gauge procedure. There were no medical complications that were reported due to this event.